Event description:
As reported by the customer, opened the device box and found a suspicious tear at the end of the crimper packaging.

Manufacturer narrative:
During routine inspection of product in our manufacturing process, edwards learned that damage to the crimper's sterile barrier pouch can occur if the crimper, while still inside the pouch, comes in contact with hard surfaces. Although edwards had not yet received any related complaints, it was determined that this can also occur if the pouch is removed from the protective unit carton and stored on the shelf by the customer. Edwards lifesciences initiated a class ii product notification in the united states via customer letters sent on march 26, 2013. The notification instructed customers to maintain the crimper device in its unit shelf box until ready for use, and to inspect the pouch for holes and damage prior to use, as instructed in the product instructions for use (IFU) and labeling. The customer was also advised that edwards is developing and qualifying a more robust package that will be less susceptible to handling damage, and this improvement will be implemented within the next few months. Investigation of this issue revealed the following root cause: the base of the crimper may create punctures in the sterile barrier pouch when the pouched device is outside of the shelf box and the crimper comes in contact with hard or sharp surfaces such as shelving, racks, table tops, etc. A CAPA has been initiated to document investigational activities and corrective actions. The following short term corrective actions are being implemented in the manufacturing process: minimize handling of the device once in the pouch prior to placement of the crimper into the shelf box. Elimination of hard surfaces and sharp edges that the pouched crimper may contact prior to placement of the crimper into the shelf box. Implement a final quality inspection of the pouch just prior to placement of the crimper into the shelf box. As noted, edwards is developing and qualifying a more robust package that will be less susceptible to handling damage. This improvement will be implemented within the next few months.

Manufacturer narrative:
During the initial visual inspection of the returned device scratches and stress lines were observed on the pouch near the base. No through-holes were observed anywhere on the pouch. Investigation is ongoing.

Manufacturer narrative:
The crimper was returned to edwards for evaluation. During visual inspection scratches and stress lines were observed on the pouch near the base, but there were no through holes observed. The device¿s instruction for use (IFU) and training manual were reviewed. The IFU provides the following warning: ¿do not mishandle the device or use it if the packaging or any components are not sterile, have been opened or are damaged, or the expiration date has elapsed.¿ no IFU/training deficiencies were identified. The complaint regarding a tear was not confirmed and no manufacturing non-conformances were observed. The scratches and stress lines were not tears and there was no breach of sterility/through holes. As such, this event is considered not reportable and a corrected supplemental is being submitted. No labeling or IFU inadequacies haven been identified; no further corrective or preventative action is required for this event.